Event description:
Staff on nursing unit noticed a strange smell coming from the supply room. They called plant operations to come check the supply room. When plant ops responded and entered the supply room, a puff of smoke was noticed coming from a vocera phone. Upon further inspection, the charging port and charger had melted.